Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instruments noted that the staple guides were disengaged. Further inspection noted damage to the staple guides and microscopic inspection noted transfer material in the staple guide and shells indicated that the staple guides were properly welded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged staple guide may occur due to rough handling. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic ivor lewis esophagectomy, during the anastomosis of esophagus and stomach, the top cartridge of two circular staplers broke. The pieces fell into the patient cavity and was retrieved. It was also noted that the instrument did not fire. A 3rd device was used to complete the case. There was no patient injury.